Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: competitor implantable lead 2008. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 57% of the expected longevity.

Event description:
It was reported that device premature battery depletion was highly suspected with the implantable defibrillator. The device remains in use and replacement will be scheduled. No patient complications have been reported as a result of this event.